Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer was reported via phone call that, the insulin pump had critical pump error. The blood glucose was 5.6 mmol/l at the time of the incident. Troubleshooting determined that, the insulin pump should be replaced. The customer advised to discontinue use of the pump and refer to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with critical pump error (open book image) due to moisture damage on the electronic assembly. Unable to perform the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book image).